Event description:
The us complainant had a optical signal loss while on the 5.5 support. The team confirmed the clinical numbers and positioning. The choice was made to monitor and not replace/explant due to discussion of palliative/care/comfort conversations. Decision made to withdraw care, patient expired.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of optical signal issues in accordance with FDA recommendation. No product was returned for investigation. The lt log shows the placement signal trend consistent with sensor wear. An abrupt drop of the placement signal of about 50mmhg occurs. Then the placement signal remains low until it fails completely on day 39 of support and triggers a placement signal unreliable alarm. The cause of the placement signal issue was sensor silicone wear. A review of the device history record (DHR) for the suspect device, applicable quality notifications, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.